Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the stent placement, the physician want to release the stent by remove the pushing catheter. But the pushing catheter was stuck and need to pull hard to remove. Finally the pushing catheter was kinking. Although completed the stent placement, the procedure has seriously delayed by this situation. Lab evaluation completed on 3rd may 2022. Visual inspection: pushing catheter, guiding catheter and positioner returned. Stent not returned. Significant kinks stretch marks noted on purple pushing catheter approx. 8cm from the positioner. Functional inspection: 0.035" wire guide does not pass through freely. Did any section of the device remain inside the patient's body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No.

Event description:
Supplemental report is being submitted due to completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x oacl-10-9 of lot number c1847195 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2022. The returned device lab findings and observations can be referred through the attached files. The pushing catheter, guiding catheter and positioner returned. Stent not returned. Significant kinks / stretch marks noted on purple pushing catheter approx. 8cm from the positioner. A 0.035" wire guide does not pass through freely. Documents review including IFU review: prior to distribution all oacl-10-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the oacl-10-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1847195. The instructions for use (ifu0096-1), which accompanies this device warns of the following ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible root cause of this complaint may be due to device where the use of excessive force may have caused the pusher to crumple and kink. Another potential root cause of the complaint could be attributed to the pushing catheter getting damaged during transportation. Additional information for this complaint has not been forthcoming despite several requests but if it is made available at a later date the investigation will be updated accordingly. Summary: complaint is confirmed based on customer and/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.